Event description:
During an unknown procedure, there was an instrument fault and the device malfunctioned halfway through the case. There was no reported pt consequence. The case was completed with another device of the same product code.